Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent delivery system was unable to be removed through the sheath. The target lesion was located in the left common iliac artery. This 9.0x40x135cm express ld iliac / biliary stent was successfully deployed. Upon the removal of the stent delivery system, it would not go through the sheath. The balloon did not rewrap. The entire system was removed as one unit. The procedure was completed with this device. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed that the balloon was not fully deflated.

Manufacturer narrative:
(B)(4). The complaint device was returned for analysis. The device was returned inside a 7fr sheath. There was air present in the balloon and no leaks or damage were noted to the balloon. There was congealed contrast media at the balloon bond. The device could not be inflated/deflated due to the congealed contrast media, therefore the air could not be displaced from the balloon to remove it from sheath. The device moved freely within the sheath. No further issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related as the device was not used in accordance with the directions of the dfu: "h) open stopcock to premounted stent system. With the distal balloon tip pointing down and placed below the level of the syringe, pull negative pressure for 20 - 30 seconds. Carefully release to neutral for contrast fill; I) close stopcock to the premounted stent system; purge inflation device/syringe of all air; and j) repeat steps h and I until all air is expelled. If bubbles persist, do not use the premounted stent system.") The device analysis determined that the balloon was approximately half filled with air and congealed contrast media was present at the balloon bond suggesting that the air was not displaced at preparation of the device before the procedure. (B)(4).